Manufacturer narrative:
Patient codes: 1685,3189-surgical intervention. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to incarcerated recurrent incisional ventral hernia, adhesions, obstruction and abdominal pain. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to recurrent incisional hernia, nausea, vomiting, pain, meshoma, scarring and adhesions. Mwr-26082020-0000792283 submitted for adverse event which occurred on (B)(6) 2012. Mwr-26082020-0000792288 submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.